Event description:
It was reported that this right ventricular defibrillator (rv) lead was surgically abandoned due to high out of range shock impedance measurements greater than 125 ohms. Causation was determined to be a distal coil lead fracture. A new lead different model was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed from the terminal end; therefore, only the proximal segment was returned. Testing was completed to assess lead electrical performance. Measurements were not within normal limits. No other conductor abnormalities were found. Visual inspection showed the hv cable was fractured, pulled apart from the connector block at the yoke. Observed damage likely occurred during explant. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no other anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular defibrillator (rv) lead was surgically abandoned due to high out of range shock impedance measurements greater than 125 ohms. Causation was determined to be a distal coil lead fracture. A new lead different model was successfully implanted. No additional adverse patient effects were reported. It was additionally reported that the lead was severed during the revision procedure and returned for analysis. The product has been received and analysis is pending. This report will be updated with pertinent information upon completion of analysis.